Manufacturer narrative:
Lot number: unknown/ not provided. Lot number: cj27460 was provided, however, lot number is invalid. Expiration date: unknown as product lot number was not provided. UDI number: a complete UDI # is unknown as product lot number was not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted, give date: n/a (not applicable). The cartridge is not an implantable device. (B)(6). The device is was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. There was no lot number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as product lot number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported at the moment of injecting the tecnis symfony intraocular lens (iol), the cartridge began to open at the level of the nozzle, then the injection was stopped and it was removed, but the optic was already damaged. Only the cartridge tip had patient contact, but not the intraocular lens. No additional information was provided.